Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device¿s touchscreen was cracked and became unresponsive after the user likely applied pressure during sleep, with the affected component identified as the touchscreen and the problem characterized as a fracture; the device was noted to no longer be watertight, and the user wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.